Manufacturer narrative:
The pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, the pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump gave low battery alert prior to replace battery alert. Customer stated that there was second occurrence of replace battery with low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.